Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing shocking sensations caused by the right ventricular (rv) lead. Follow up with the physician office confirmed that the patient was having chest discomfort across the sternum randomly and it goes away once the patient sits and rest. Physician noted that the patient did not receive a shock from the device and stimulation was not noted. It was also noted that the rv capture threshold was slightly elevated. The lead was reprogrammed which resolved the discomfort and remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.